Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has failed volume test. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's concern regarding "failed volume test (18.17, 18.15)" was not confirmed, the unit passed accuracy testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.